Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed temporarily because communication failure occurred due to faulty cable. Additionally, it is likely that a noise appeared on the image because communication failure occurred due to a faulty cable. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that during a routine maintenance, there was no image/image disappears on the hd autoclavable camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, and likely due to a faulty cable unit. In addition, the following nonreportable malfunctions were found during device evaluation: the coupler movement was hard and at some time got stuck; head packing found deformed; focus switch had cut marks; and scratches on various parts of the device. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.